Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery. The customer's blood glucose level was 392 mg/dl. Troubleshooting was performed. They were assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did not exit and the insulin pump alarmed a no delivery. They were advised to disconnect from the device and push insulin slowly through the tubing. The customer stated that insulin did not exit. They disconnected and reconnected the reservoir and infusion set at the tubing connector and pushed insulin slowly through the tubing. The customer stated insulin did not exit and there was a greater than normal resistance with the plunger push. It was explained that the alarm was caused by an infusion and reservoir connection. The customer treated their blood glucose with a manual bolus. The product will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test: reservoir filled, and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.